Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on the available information it is believed, that the advancement difficulties observed is not related to a device failure, but rather to patient condition and/or selection ("(...)inner lumen of the vessels was expected to be smaller than diameter of tx2 sheath(...)"). In the package insert states under "patient selection, treatment and follow-up" that "access vessel diameter (measured inner wall to inner wall) and morphology (tortuosity, occlusive disease, and/or calcification) should be compatible with vascular access techniques and delivery systems of the profile of a 20 fr or 22 fr vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude femoral introduction of the endovascular graft and/or may increase the risk of embolization ". Package insert additionally states under warnings "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude femoral introduction of the stent graft and/or may increase the risk of embolization" cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: an (B)(6) female patient underwent taa repair with right fa approach. The patient was not suitable for endovascular repair; there were calcifications dotted in the both right and left eias and cias. Also, there were adhesions in the groin and near cia. Though inner lumen of the vessels was expected to be smaller than diameter of tx2 sheath, the procedure was conducted at supervisory doctor's discretion. Fa was exposed from the groin, and the delivery system of the zteg-2p-36-152-pf was inserted as planned. However, the delivery system would not advance ((B)(4)). Then, tbe-34-77-pf was inserted instead since it was smaller than zteg-2p-36-152-pf. However, the delivery system would not advance either ((B)(4)). No additional treatment was conducted to avoid vascular rupture and the procedure was abandoned. Since the patient had no other choice but tx2 device placement, no other treatment is scheduled. Patient outcome: there have been no adverse effects to the patient.